Event description:
It was observed that during the device evaluation, the scope exhibited peeling of the adhesive around objective lens. There was no patient involvement.

Manufacturer narrative:
"The subject device will not be returned to (B)(4) from rrc. The investigation results are summarized in ""product analysis"". This complaint investigation is supported by previous investigations conducted through the product technical investigation (pti) process. Refer to the coding table and investigation conclusions. No further escalation required.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to h11. Corrected fields:h11 the device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.